Event description:
It was reported on 7/9/1999, that during a follow-up for a bladder neck suspension on 10/8/1998, the pt experienced vaginal discharge and was given antibiotics which did not resolve the problem. The pt subsequently had surgery on 11/16/1998 to remove sutures. On 3/26/1999, the pt had pelvic exploration with excision of sinus tract and on 4/8/1999 the pt underwent another pelvic exploration with incision and drainage of abscess. On april 14, the pt was given augmentin and on april 22, the pt was given diflucan which resolved the problem. No product was returned for eval.